Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision. Asr xl right. Reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op). Update 17 june 2014 patient demographics received plus additional reports via pdf.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl, right, reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op). Update (B)(6) 2014 patient demographics received plus additional reports via pdf.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.

Event description:
Asr revision, asr xl, right, reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op)